Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: product code : z317h => sxpp1a401 the patient is a woman. Health injury details : the part of the myometrium where sym was used was dehisced. State of shock due to massive blood loss. Seriousness : serious product use details : sxpp1a401 was used in the myometrium for uterine fibroid surgery. The suture was done with a base ball suture. One sym was used and was intended to stitch from the anterior wall of the uterus to the posterior wall and back to the anterior wall. However, there was not enough suture, and the surgeon had to use it with a lot of traction. The suture was used until the very end of the thorny area, and then the suture was cut off without a backstitch. Since there was not enough suture to sew through the myometrium, the rest of the myometrium was sutured with additional pds. Surgeon¿s comment : ¿because the stitches were made with considerable traction, the suture must have been under tension, not returning, and slipping out.¿ other info : reoperation progress: the sales rep couldn't get info about the patient's current condition. The patient had a conversation with the surgeon after the re-operation. [Seriousness] : serious => unknown this complaint is for pds, product code z317h=>yes what is pdp? Pds plus what is strata?=> stratafix sym were strata and pdp used during the procedure? Please explain =>yes, stratafix sym was used, but additional suture (pds plus) for the shortage of stratafix sym length please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure? Female. Date and name of index surgical procedure? Myomectomy the diagnosis and indication for the index surgical procedure? Fibroid what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Unk on what tissue was the suture used?¿uterine what was the tissue condition (normal, thin, calcified, fragile, diseased)? Not reported with abnormality. How was the suture placed (interrupted or continuous)?continuous how was the suture originally tied (multiple knots, square knot, etc.)?continuous when did the bleeding occur? Post-op did the bleeding occur intra-op or post-op? Post-op what was the source and triggering event of bleeding? Dehiscence of uterine what was the volume of blood loss?unk how was the bleeding treated? Reoperation please describe any medical/surgical intervention required including results. Reoperation it was stated that ¿I think loose ligature was the cause of the event¿. What does that mean? Please explain?=> since the suture was pulled strongly, tension was applied to the thread, and the barb did not work, causing the thread to come off. Was the suture found broken during the re-operation? No were the suture knots found un-tied during the re-operation? Unk did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Not reported. Other relevant patient history/concomitant medications?no what is the physician¿s opinion as to the etiology of or contributing factors to this event?¿since the suture was pulled strongly, tension was applied to the thread, and the barb did not work, causing the thread to come off. What is the patient's current status?the patient could conversation with the surgeon after treatment. Lot number?unk this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m corrected b5 narrative: sym and pds was used during the surgery and in the ward / ICU, the patient had postoperative bleeding so re-operation was performed. Sym was used in the myometrium for uterine fibroid surgery. Additional suturing was performed with pds because there was not enough suture. The part of the myometrium where sym was used was dehisced. State of shock due to massive blood loss.

Event description:
It was reported that a patient underwent an unknown ob-gyn surgery on an unknown date and suture was used. It was stated that strata and pdp was also used. Post-op, in the ward / ICU, the patient had postoperative bleeding/hemorrhage so re-operation was performed. The surgeon opined that loose ligature may have been the cause of the event. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This complaint is for pds, product code z317h. What is pdp? What is strata? Were strata and pdp used during the procedure? Please explain. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? When did the bleeding occur? Did the bleeding occur intra-op or post-op? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required including results. It was stated that ¿I think loose ligature was the cause of the event¿. What does that mean? Please explain? Was the suture found broken during the re-operation? Were the suture knots found un-tied during the re-operation? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?